Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an increase in shock impedance measurements. The measurements were occasionally out of range and greater than 125 ohms. Boston scientific technical services recommended troubleshooting and closely monitoring the system. The physician has elected to continue monitoring the system. This ICD remains in service. No adverse patient effects were reported.